Manufacturer narrative:
Pump received with broken belt clip slot near battery tube threads. The reservoir tube lip was partially broken off. However the test reservoir locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump where the reservoir goes in was completely broken and the part by the battery compartment was broken. Troubleshooting was performed for damage and noticed the reservoir not locking in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.